Event description:
A customer reported experiencing a cartridge change error with their insulin pump. Initial details indicated that there was no adverse impact on the customer's blood glucose level, suggesting it did not exceed any critical thresholds. However, subsequent notes suggest contradictory reports where cgm readings displayed a "high" value, but the customer had not taken any specific actions in response. Technical support assisted the customer by helping remove the pump from its case and providing instructions to inspect and clean the pump's components. Despite these efforts, the customer initially could not load the cartridge correctly. On further attempts with assistance, the customer successfully loaded a new cartridge and resumed insulin delivery. The customer, frustrated by previous instructions regarding insulin pen use, expressed a need to follow up due to continuing issues with their insulin. No additional information was received regarding the resolution of this concern.